Event description:
The manufacturer received information alleging a ventilator had a low circuit leak. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The device had evidence of contamination.